Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 37 mg/dl when the paramedics arrived. Customer stated that she was doing exercise, her sensor and transmitter was giving incorrect readings and she over bolus for the food she ate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02480 and 2032227-2014-02481.